Event description:
It was reported that during a da vinci-assisted nephroureterectomy surgical procedure, u-02 errors appeared when using the erbe generator. The system logs confirmed the reported error. The intuitive technical support engineer (tse) had the site remove the cables and perform a hard restart of the erbe, with no change. The site stated they were going to use the force triad generator for the case. The site reported that the covidien energy would not activate. The or staff confirmed that they were using a ft-10 generator, and a blue energy activation cable. The tse asked the or staff to verify if the energy activation cable part number was 371716. The or staff found the energy activation cable part number, which was 371715. The tse advised the staff that the energy activation cable was for the si system and was not compatible with the xi system. The or staff acknowledged. The surgeon continued with the procedure robotically. There were no reports of patient injury. Intuitive received the following additional information via follow up: the erbe faulted when powered on for the procedure and has since been replaced.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu energized and cauterized and all ports recognized instruments. The u-02 error could not be reproduced.